Event description:
The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a lifted wire bond on the radio frequency (rf) flex module which drained the battery prematurely.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator.